Event description:
It was reported that the patient's black power cable on their system controller had a defective insulation caused from daily wear. Part of the insulation was temporarily fixed with rescue tape.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received that reported this event as a duplicate to MFR# 2916596-2022-14480. The investigation findings will be reported under MFR# 2916596-2022-14480.